Manufacturer narrative:
(B)(4). The previous report stated the serial number as unknown. The serial number ((B)(4)) has been updated to reflect the serial number. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (sep 26, 2008) the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having a bent tip was confirmed. It was determined that the cause of this condition was consistent with failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after the cleaning process, it was observed that the tip of the craniotome device was bent. The event did not occur during a surgical procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.